Manufacturer narrative:
The insulin pump was received with no esc button response due to flattened button dome switch. The displacement, prime, basic occlusion, occlusion and no delivery tests could not be performed due to no button response. The motor error and no delivery alarms could not be tested due to the keypad anomaly. The motor passed the motor test. The device also had a broken reservoir tube lip and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and also had several motor error alarms during basal. The customer also reported that the insulin pump has a crack at the top of the reservoir compartment and a missing dome label. The blood glucose at the time of the incident was 109 mg/dl. The customer stated that the device was bumped and exposed to a full body scan. The drive support cap is recessed. The insulin pump passed the displacement and the customer was able to rewind and prime. The device was returned for analysis.